Event description:
On (B)(6) 2012, pt reported the down button on the infusion device stopped functioning in (B)(6) 2012. She noticed the issue when she attempted to bolus. The button does not work even if pressed hard or produce an audible click. The infusion device was not dropped. She boluses approx 3 times per day and has used this infusion device since 2008. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.